Event description:
It is reported that the packaging didn't contain a locking screw, another package was opened to obtain a locking screw.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.